Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot #6050123 and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened.

Event description:
It was reported that there was a hole in the tubing of 21 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set. No injury or medical intervention.